Event description:
The surgeon reported at follow-up in 2007, the patient stated that tingling pain had been felt around the impulse generator since early of the year; she had experienced burning and shocking at the battery site for two years. There was neck and low back pain; the pain from her neck had radiated down the right arm and into the interscapular area. The back pain radiated down both legs. She had experienced cervicogenic headaches bilaterally; neurological symptoms had been more pronounced on the right side than on the left and a tingling sensation had been felt. The patient had experienced abnormal symptoms, which had been intermittent, stable, throbbing and "electrical in nature;" electrical leaking was suspected. Lifting motions, driving a car and housework activities had increased the level of pain. The patient had experienced ankle swelling, muscle weakness, joint swelling, joint pain and stiffness, leg cramps upon exertion, abnormal bruising, and bone pain had been reported during the previous three months. Upon palpation, the patient felt spinal tenderness bilaterally though the lumbar area; she had tenderness over the left hip. Results of sensory exam and pinprick revealed numbness experienced at level l5, and s1; left-sided symptoms had been greater than right-side. The physician interrogated the "system telemetrically and found her battery free of deficit;" it was deemed electrically intact and impedance values had been acceptable. The ipg had turned on without activation since three months prior to original date; no specific pattern was detected, the ipg would turn on at random at least once a week, at no specific time, but had occurred when the patient would stand, get out of her car or when she entered her kitchen. The patient was able to activate or inactivate the pulse generator without difficulty; the patient had used her system twice daily with significant therapy benefit. When the ipg self-activated, the patient had felt strong stimulation in both legs; she felt a shocking sensation bilaterally in her legs upon lying down and had reported reduced therapy benefit in her back. The patient had not changed environments, no fall or trauma had occurred. It was unknown why the unit self-activated; the patient was advised to journal daily activities for further review. The representative had reprogrammed the system and the patient received good stimulation in both legs with no defect noted. Her condition was improved with supplemental medication; "pain killers give moderate relief from pain," the patient was ambulatory and would leave her house daily without assistance. She did not appear in acute distress; the patient was alert and cooperative with normal mood affect, attention span and concentration. Her cognition had been intact, results of romberg exam showed normal balance and the patient's speech had been fluent. Additional follow-up was anticipated after x-ray exam to determine lead placement.